Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to pain, heterotopic ossification and device wear.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.